Manufacturer narrative:
Retainer ring = unknown on (B)(6) 2021 the customer reported a power error detected (pump error 25) and a pump error 63. Device was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, missing serial number label, cracked keypad overlay. Device passed sleep current measurement, active current measurement tests; it failed self test. No pump error 25 was noted during testing. Self test returned a pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and there was no sound at each setting. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that pump error 25 has occurred at the following times: (B)(6) 2021 08:00:00 and (B)(6) 2021 12:00:00. In addition to this, device trace download analysis also confirmed the unit alarmed pump error 25. The adapt tool confirms that pump error 63 occurred at the following times: (B)(6) 2021 12:16:32, (B)(6) 2021 12:25:52, and (B)(6) 2021 12:35:00. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. The internal battery was tested using the internal battery esr measurement test, and it failed. No trace of vlith appeared on the oscilloscope whatsoever. In summary, the customer¿s report of a power error detected (pump error 25) and a pump error 63 was confirmed during testing. The pump error 25 is due to a faulty internal battery and the pump error 63 is due to a broken trace at u1 pin 6 located on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer reported they was able to successfully clear the alarm and was able to complete pump rewind. Customer performed self test but failed. The trouble shooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.